Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained inside the auxiliary water channel could not be identified. It was unknown whether there had been deviation from the instructions for use during the reprocessing steps for the area whether the foreign material was found. There was no damage to the area where foreign material was detected. Therefore, a definitive root cause could not be established. The instruction manual states the detection method associated with the event in " gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in " gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.